Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, there was rubber packing in the connector of gas bottle a, which prevented the cdi540 calibrator from recognizing the gas. There was no pt involvement. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).